Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the depletion of the estimated volume of insulin in the cartridges was reviewed and compared to the requested delivery. A cartridge was filled with approximately 132 units of usable insulin on (B)(6)2019. Approximately 32 units were requested via basal, 83 units via bolus, and 14 units during the load process, for a total of 129 units delivered prior to cartridge evacuation. A cartridge was filled with approximately 172 units of usable insulin on (B)(6)/2019. Approximately 5 units were requested via basal, 7 units via bolus, and 13 units during the load process, for a total of 25 units delivered. There were approximately 150 units remaining when the cartridge was changed. A cartridge was filled with approximately 181 units of usable insulin on (B)(6)2019. Approximately 39 units were requested via basal, 122 units via bolus, and 13 units during the load process, for a total of 174 units delivered. There were approximately 6 units remaining when the cartridge was changed. Prior to each bolus delivered during the provided date range, the pump screen was successfully unlocked by the user, and blood glucose (bg), carbohydrates, or units of insulin were entered into the bolus screen by the user. On (B)(6)2019 at 6:33 pm, user entered a bg of 245 mg/dl into the bolus screen. Due to insulin on board (iob), no bolus was recommended by the pump. Immediately following, the user requested a 15 unit bolus by manually entering units of insulin to be delivered. On (B)(6)2019 at 9:14 pm, user entered a bg of 327 mg/dl into the bolus screen. Due to iob, no bolus was recommended by the pump. Immediately following, the user requested a 20 unit bolus by manually entering units of insulin to be delivered. Complaint could not be confirmed. There is no evidence in the logs that the device over-delivered insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin on board (iob) displayed active insulin on the body. Reportedly, there was 20 units of iob which the customer alleged had not been requested and delivered by the customer. Blood glucose (bg) was 160 mg/dl. Review of the pump data logs by tandem technical support verified that the pump screen was unlocked by the user, a bg value of 327 (mg/dl) was entered. The customer then overrode the recommended bolus amount and entered and delivered 20 units of insulin. The customer did not acknowledge the information provided by tandem technical support. Multiple attempts were made by the clinical diabetes specialist to provide additional assistance to the customer regarding the bolus feature of the pump; however. The customer did not respond.